Manufacturer narrative:
Follow-up is in process to establish specific event details and additional information will be submitted when available. The implantable pulse generators and leads were not identified by model or manufacturer.

Event description:
Journal reference: castelli, l. Et al. "Chronic deep brain stimulation of the subthalamic nucleus for parkinson's disease: effects on cognition, mood, anxiety and personality traits." European neurology. 2006; 55:136-144. The article describes the results of a study of 72 parkinsons disease patients (7 lost to follow-up) being treated with bilateral stn dbs therapy. The study evaluated a number of cognitive functions and behaviorial aspects following the initiation of dbs therapy. Reportable events: three patients showed cognitive decline along with: ipg (n=1), lead (n=2) one patient demonstrated psychosis. Ipg (n=1), lead (n=2) one patient demonstrated anxiety. Ipg (n=1), lead (n=2) one patient demonstrated anxiety and mood worsening. Ipg (n=2), leads (n=4) two patients showed worsening of depression. Ipg (n=7), leads (n=14) seven patients showed increase in anxiety (only). Ipg (n=3), leads (n=6) three patients showed a worsening of depression and anxiety. Ipg (n=1), lead (n=2) one patient experienced an increase in suicidal ideation. Ipg (n=17), leads (n=34) seventeen patients showed a decline in phonemic and/or category fluency. Note: since the cognitive and behavioral changes are presented by complication category it is not possible to ascertain if an individual patient may have experienced more than one category of the reported complications. Example: fluency decline and anxiety. The implantable pulse generators and leads were not identified by model or manufacturer.